Event description:
A customer reported that the insulin pump cartridge was not fitting properly due to an o-ring on the pneumatic tap. Despite this issue, the customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support guided the customer through inspecting and cleaning the pump's pneumatic tap area, and once the o-ring was removed, the cartridge was reloaded successfully, allowing the customer to resume insulin therapy.